Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had been exposed to moisture after the device fell into some water during a fishing trip. The blood glucose reading was unavailable due to the call being dropped. The customer's spouse stated that the insulin pump was not functioning and requested a replacement. The customer's spouse advised she would attempt to contact the customer and have him reach out to provide more information regarding the incident. Nothing further reported.